Manufacturer narrative:
Concomitant medical products: information references the main component of the system and other applicable components are: product ID 37761, serial# (B)(4), product type: recharger. The previous report, supplemental 2, incorrectly stated the initial reporter to be an unknown patient. The initial reporter data specified on the initial report are correct. Analysis of the recharger (B)(4) found the connector pin was broken, which is consistent with the allegations of the patient. Fdc refers to the desktop charger (B)(4) , fdc refers to the implantable neurostimulator.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the recharger c0237536 found nonconformances consistent with the allegations. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported they last charged two to three months ago, and were currently seeing the charge the recharger screen. It was further reported nothing was on the screen of the recharger when it was plugged into the wall unless the consumer pressed the buttons on the recharger, and then the charge your recharger screen was seen. It was confirmed the green light was on, and there was no bent or loose pins, but the desktop charger wasn¿t charging the recharger. No out of box failure was reported, and no symptoms or adverse events were reported at that time. Additional information received from the patient stated that they received their new desktop charger and recharger, but the desktop charger pin was bent, however the pin still worked. The patient continued using the desktop charger until the pin broke off, at which point they were unable to charge and experienced a return of pain.